Manufacturer narrative:
Concomitant medical products: 694865 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to dizziness and reporting a low heart rate. A review of the patient's transmission indicated far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.